Event description:
The customer reported that the device, 60-6085-202a, vcare 200a ¿ large, was being used during a laparoscopic hysterectomy on (B)(6) 2022 when it was reported, ¿the surgeon said the handle on the vcare broke and began to spin on its axis around the shaft making it difficult to manipulate the uterus. He said everything worked out in the end but just frustrating that it occurred at all.¿ per further assessment questioning, there was no delay in surgery, the device was in the sterile field when it broke, the device did not fragment and there was no report of injury, medical/surgical intervention and no extended hospitalization required for the patient. The procedure was completed with no alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-202a, vcare 200a large, was being used during a laparoscopic hysterectomy on (B)(6) 2022 when it was reported, ¿the surgeon said the handle on the vcare broke and began to spin on its axis around the shaft making it difficult to manipulate the uterus. He said everything worked out in the end but just frustrating that it occurred at all.¿ per further assessment questioning, there was no delay in surgery, the device was in the sterile field when it broke, the device did not fragment and there was no report of injury, medical/surgical intervention and no extended hospitalization required for the patient.the procedure was completed with no alternate device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: b3&b5 date of event corrected due to information obtained. Manufacturer narrative: customer event ¿handle on the vcare broke and began to spin on it¿s axis¿ was confirmed based on photographic evidence and device evaluation. Received one 60-6085-202a in original package. Lot number was verified. Performed a visual inspection, the shaft is broken within the handle. Performed a functional inspection, the handle rotates 360 degrees. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of 2 similar events involving 2 devices for this lot number. A two-year review of complaint history revealed there has been a total of 57complaints, regarding 68 devices, for this device family and failure mode. During this same time frame 662,712 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.